Manufacturer narrative:
Analysis found that there was no damage or anomalies in the construction of the device. There was no obstruction of the tube inside diameter. The cuff was inflated with 20cc of air, there was no leak, the inside diameter of the tube was still unobstructed, and the cuff deflated without issue. A review of the last 24 months of global complaint data showed no other complaints for blockage involving this part number. There was no fault found with the tube. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that upon using the indicated endotracheal tube during a thyroid surgery, it was found out that the tube is blocked and can not support oxygen to the patient, accordingly they took it out and used regular intubation, then later on they used the 6mm tube and it went fine. On follow up, it was confirmed by the hcp that 5m/ of air was used to inflate the cuff. The tube was immediately blocked after intubation of the patient and it was immediately obvious that the patient was not getting air from the lung resistance (pmax). The tube was secured with the usual strapping, no bit block. The tube was not repositioned.